Event description:
The baxter apii pump and bard pump for pt controlled analgesia does not have an upper occlusion alarm so if the tubing is clamped or kinked above the pump chamber no alarm sounds. Four times during the fourth quarter of 1997 (oct 11, oct 21, nov 13 & oct 10) pts did not receive their pain medication because although the fluid was not infusing the pump indicated that it was (counted down, etc.), and no alarm sounded. The pump does have a lower occlusion alarm. This is not due to a defect of the product, but has caused pts to go without needed medication. 11/10/97 nurse opened pca pump to replace bag and discovered that the bag already in the pump was still full, although the pump indicated it was empty. The tubing was kinked and the morphine could not infuse. The pt had rested comfortably all night (most pain ratings were zero, occasionally one.) 10/21/97 when bard pump alarmed with empty bag, bag was changed. Found the bag already in the pump was not empty, but full. The tubing was kinked. The pt did not have pain control for a least 2 shifts. Pain nurse, surgeon, and anesthesia had been called about lack of pain control. 11/13/97 from pacu report given of 11ml in pca. Pca off at current time. Six hrs later when pt complained of pain, pump was turned on, but count read 27ml. Believed to be a mechanical/electronic problem. 12/10/97 a new pca bag (containing morphine sulfate 1mg/ml 60ml + 25mg promethazine) was placed in the pump and started at 1000. At 1400 the pump beeped that the bag was empty. When the pump was opened to replace the bag with a new one, the bag that was supposed to be empty was still full. About 48ml was left in the bag (some of the original 60ml was probable still in the tubing and used during priming).